Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. An opticross¿ imaging catheter was selected for use. During the procedure, the device was used at the severe calcification. While it was used for several times, the tip was severely damaged and the usage was stopped. The tip of the device detached outside the patient's body after the procedure. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. An opticross¿ imaging catheter was selected for use. During the procedure, the device was used at the severe calcification. While it was used for several times, the tip was severely damaged and the usage was stopped. The tip of the device detached outside the patient's body after the procedure. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed device analysis revealed a damage was observed on the distal tip assembly, it's important to mention that a portion (detached section) of the distal tip not was returned for analysis. No other visual damages were encountered upon visual inspection. The resistance test was not able performed due to the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).